Manufacturer narrative:
(B)(4). This occurred sometime in (B)(6) 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted damage in the sterile packaging. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set was sticking out of the packaging. This was observed before use. There was no patient involvement. No additional information is available.